Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the threshold on the lead was not good. The physician repositioned the lead two times with no change. On the third attempt, the helix would not extend. The lead was taken out and tissue was found on the helix. The helix was twisted and blocked. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.